Event description:
It was reported that after a da vinci-assisted nephrectomy surgical procedure, the customer reported the end of the monopolar curved scissors (mcs) broke off while the technician was taking off the sheath. The procedure was aborted with no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the customer stated that the distal end of the mcs was broken. The broken instrument was found after the procedure, during the removal of the mcs accessory tip cover. The instrument was inspected prior to usage. There was no surgical task being performed. The instrument did not collide with any other instrument. There were no reported fragments to fall inside of the patient's anatomy. There were no additional surgical procedures required to remove any fragments. There were no post-operative tests like an x-ray or ultrasound performed. The instrument was returned and evaluated. The surgeon was unaware of the issue as this occurred after the procedure was completed. The instrument/accessory was in use prior to the incident occurrence for a couple of hours. The surgeon did not report any issues with the functionality of the instrument during the surgical procedure. The instrument was removed during the procedure (prior to the breakage). The wrist was straightened prior to removal. It was confirmed upon final removal that the wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred. The surgical staff did not notice any other damage to the instrument after the event occurred. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 6mm monopolar curved scissors (mcs) was analyzed and found the instrument tube adapter broken to be related to the customer reported complaint. The instrument was found to have an instrument tube adapter broken. The broken piece was not returned, measuring roughly 0.068" x 0.175" in size. The complaint was confirmed by failure analysis.